Event description:
It was reported that the device exhibited multiple episodes of non-sustained right ventricular oversensing. The episodes were due to far-field p-wave oversensing. Programming changes were recommended but no changes were not made, as all the episodes occurred within an hour and not seen again since then. Patient was asymptomatic and non-defibrillator dependent and will continue to be followed normally.